Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The returned product consisted of an omega sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent on the balloon between the markerbands. There were numerous kinks throughout the hypotube of the device. Microscopic examination revealed that first four (4) rows of proximal struts of the stent were damaged with flared, bent and overlapping struts. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jan-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. A 32x2.75 omega¿ stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.